Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging the cartridge compartment was damaged. There was no indication that the product caused or contributed to an adverse event. This is reportable as the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up #1: date of submission 12/12/2016. Device evaluation: the device has been returned and evaluated by product analysis on 11/17/2016 with the following findings: during investigation, the cartridge compartment was intact. The original complaint of a damaged cartridge compartment was unable to be duplicated. Unrelated to the original complaint, the battery compartment was cracked near the top left corner of the grip pad, and at the lower left corner of the grip pad.